Manufacturer narrative:
Initial reporter address: (B)(6). The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to an exalt model d scope and two spyscope ds used during the same procedure. It was reported to boston scientific corporation that an exalt model d scope and two spyscope ds were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021 as part of the (B)(6). During the procedure, the physician experienced technical failure of the two spyscopes and problems with the exalt scope's elevator. The procedure was not completed. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.